Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on (B)(6) 2016, prior to explant. Ramware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  (B)(4).

Event description:
It was reported that the device had reached battery depletion rapidly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.